Event description:
Reporter alleged blood glucose results of 330 mg/dl on the advantage system compared to 140 mg/dl on a professional meter when tests were performed back-to-back. No symptoms, treatment, actions, or adverse events were reported related to these results. A request was made for the return of the suspect device and replacement product was sent.